Event description:
As reported by the edwards clinical specialist, during the transcatheter aortic valve replacement (tavr) procedure when the 24fr retroflex 3 (rf3) sheath was removed from the patient there was a perforation of the external iliac artery; the vessel was repaired via graft. The patient remained stable throughout the procedure and left the room in stable condition. Additional information received from the clinical specialist indicates the patient did well following the procedure. There was nothing abnormal noted while inspecting the device prior to use. There was no difficulty encountered during insertion or removal of dilators and the sheath did not malfunction.

Manufacturer narrative:
The device history record (DHR) review of the effected sheath shows the device met specifications prior to distribution of device according to the instructions for use (IFU), vascular complications are potential adverse events associated with the transfemoral transcatheter aortic valve replacement (tavr) procedure. The edwards thv patient screening and training manuals instructs the operator on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manuals instruct the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators. The manuals also note that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU also contraindicate the use of the device in patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths, such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral and iliac artery internal diameters will enable the clinician to determine if the thv valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. Furthermore, the transfemoral tavr procedure requires the insertion of large bore devices, and there is a risk that placement of the sheath and/or dilators may result in or contribute to vessel damage. However, despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In this case, the exact cause for the vessel perforation cannot be determined. The minimum required vessel diameter for the rf3 (24fr) sheath is 8mm. In this case, the minimum luminal diameter (mm) for the vessel was 8.5mm; there was mild calcification and mild tortuosity. There were no issues noted while prepping the device, there was no difficulty transitioning the dilators in and out of the patient, and the sheath did not malfunction. It is possible that calcification or tortuosity not appreciable on imaging and /or procedural factors could have contributed to the reported event. Since there is no allegation of device malfunction, or labeling issues, and the device was not returned for physical evaluation, no further investigational activities will be performed. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; no corrective or preventive actions are required.